Event description:
Covidien, formerly tyco healthcare received a report from electronic tech stating "the unit runs 5-6 hours and then shuts off and he doesn't hear any alarm." There was no patient harm reported.

Manufacturer narrative:
The device associated with this report was requested back for evaluation, but it has not yet been received.